Event description:
It was reported that during surgery the suture passer broke, the procedure was delayed by 30 minutes while the piece was retrieved from the shoulder with forceps. Procedure was completed with a arthrex competitor device. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported truepass suture passer w/self-capture feature, intended for use in treatment, has not been returned for evaluation, however a photograph was supplied for evaluation. Review of the photograph confirmed the reported complaint of breakage. The distal end of the upper jaw, torsional spring and self-capture feature have all broken free from the upper jaw. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: one 72203791 truepass suture passer w/self-capture feature was used for treatment. The information provided stated: ¿during surgery the suture passer broke¿. Visual assessment confirms the complaint. Fragments of the suture passer were returned. An exact root cause cannot be determined with confidence, however; factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Per instructions for use: ¿the grasping jaw of the truepass suture passer, including the self-capture feature, is delicate and can be damaged if handled roughly. Do not drop the instrument from any height. Keep the grasping jaw closed when not in use. Do not manually open the self-capture feature while cleaning, as extension beyond 90° can permanently damage the device. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws.¿ and ¿truepass disposable needles ¿ for single use only. This product is warranted to be free from defects in material and workmanship. Do not reuse.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.